Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 16.2cm was returned for analysis. External insulation abrasion was noted at 7.5-8.0cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. External insulation abrasion was noted at 11.5-12.3cm and 14.0-15.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at these locations.

Event description:
It was reported that insulation abrasion was observed. The lead was explanted and replaced. Patient was stable.